Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08-nov-2019 from the patient who reported that he had woken up on the morning of (B)(6) 2019 and heard a beeping. He didn't know it was from his pump until he went to work and heard it again. He stated that he had to go on the internet to hear the non-critical and critical alarm samples and he was hearing the critical alarm. He thought he should have been provided a sample of the alarm when he first got the pump, so he knew what to listen for. He then went to his hcp (healthcare professional) and they turned down the pump and gave him a fentanyl patch to keep everything stable. The pump was then replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Device evaluated by MFR: the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient heard the pump alarm; the pump was interrogated and noted to be in a motor stall. There were no environmental/external/patient factors that may have led or contributed to the issue. The device would be replaced on (B)(6) 2019 and returned for analysis. The issue was reported to be resolved and the patient was alive with no injury.